Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance of a continu-flo soln. Set, 3 lueractivated valves in which a now flow was observed. The customer was unable to provide a lot number because she did not have the packaging but stated that a sample is available. She reported that the issue occurred in oncology on more than one occasion. On this occasion the secondary was hooked up to the primary. The back check valve did not function so the secondary drug did not flow down. She stated that they used the hanger provided in the set up, the check valve was inverted and tapped and the secondary was hung above the primary. This occurred during patient use shortly after connection on a patient that was reported to be over (B)(6). The set up was being used with a sigma pump. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.